Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon catheter was unable to cross the lesion. It was then noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.